Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 07-sep-2011, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "srm out of range" was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) reported that the barcode scanner was malfunctioning. The fse replaced scanner cable, and the unit was tested using diagnostic functions as well as by the customer. All tests passed, and no issues were observed. During dchu visual inspection: pn 136375-01: the unit exhibited signs of thermal damage along the cable, including multiple bends and cuts. Pn 138517-01: the unit was in good condition with no signs of physical damage, cuts, tears, fluid ingress or missing components. However, it was noted that usb connection section showed signs of evident stress, including a very pronounced bend. During dchu testing: pn 136375-01: no further testing was required due to evidence of thermal damage, with tears, stretching, and cuts observed along the cable. Pn 138517-01: the returned cable was connected to a known-good dchu hta equipment - (c15-4589 - no calibration required). Upon connection, the device did not detect the scanner and did not provide any visual indication (no red flashing light) not any audible chirp, confirming lack of recognition. The cable failed continuity testing using the usb cable tester (tcnt3, c15-4976 - no calibration required). Pins 3 showed intermittent loss of continuity, indicating damaged ground wires. The cable did not meet testing requirements, so hta testing was not performed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager shown out of range. As per part investigation, it was determined that there was tears, stretching and cuts observed along the cable. There were no adverse events or injuries reported based on this event.